Event description:
It was further reported that the patient continued to experience diaphragmatic stimulation. During the revision it was noted that the left ventricular (lv) lead had migrated due to patient anatomy. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a hiccupping sensation. Extra cardiac stimulation was also reported. No intervention was done. It was noted that patient was part of the product surveillance registry study. The left ventricular (lv) lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the patient was experiencing a hiccupping sensation. Reprogramming was done and the left ventricular (lv) lead remains in use. It was noted that patient was part of the product surveillance registry study. The patient will follow-up in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)